Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to lead noise was observed. It was noted that the noise was seen after the patient had a generator change. The lead remains implanted. Further testing was recommended.